Event description:
A diamondback 360 exchangeable orbital atherectomy device (oad) was used to treat the superficial femoral artery (sfa). A treatment was performed on low speed, however, the crown was not moving even with the control knob being moved. It was observed that the driveshaft was fractured. The physician suspected the crown was entrapped in the sfa. Additional pedal access was obtained to attempt to free the crown. Upon further review of the imaging, it was determined the driveshaft could likely be removed by pulling back the guidewire. The oad and wire were successfully removed. A new oad was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The oad was returned to csi for analysis which confirmed that the driveshaft had separated. The separation of the driveshaft was located at the handle assembly where it cannot enter in the patient and therefore would not cause or contribute to serious injury or death. The cause of the additional intervention during the procedure could not be conclusively determined.